Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the blades lost rotation and the shaft was leaking. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The target lesion was located in the superficial femoral artery (sfa). Atherectomy started with the catheter in blades down position. Beginning at the second pass through the lesion, the catheter blades slowed down, and resistance was noted despite pressing the advance button. The catheter was removed and tested outside the patient. A leak was observed from the outer sheath. A new device, same model, was used to complete the procedure. The patient experienced no complications and is fine.